Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device was not returned for analysis. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID 2134265-2017-11048 and 2134265-2017-11049. It was reported that balloon rupture occurred. The target lesion was located in the left anterior tibial artery. A 1.5mm x 40mm x 150cm coyote¿ balloon catheter was advanced for dilation. The balloon was inflated twice at 10 atmospheres; however, on the second inflation, the balloon ruptured. No segment of the balloon was detached inside the patient after it ruptured. A 2mm x 40mm x 145cm coyote¿ es balloon catheter was then advanced. The balloon was inflated twice at 12 atmospheres; however, on the second inflation, the balloon also ruptured. No segment of the balloon was detached inside the patient after it ruptured. A 1.5mm x 20mm x 143cm coyote¿ es balloon catheter was then advanced; however, on initial inflation at 10 atmospheres, the balloon also ruptured. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed using a different device. No patient complications were reported and the patient's status was fine.